Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the customer performed a supply change to address the issue. The customer's blood glucose level was 434 mg/dl.